Event description:
It was reported that the pump history was missing data despite the pump being in use. Customer's blood glucose ranged from 291-292 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Device not returned.